Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. As a cardiac perforation is an inherent risk associated with any cardiac ablation procedure, the cause for the reported event is unk. Date report submitted to FDA by manufacturer: (B)(4) 2011. Date the initial reporter provided the info to the manufacturer: (B)(4) 2011.

Event description:
It was reported during isolation of the right pulmonary veins, while applying rf at 30 watts and 40 degrees celsius to the anterior part of the left atrium, a tamponade was noted. This was confirmed by a transesophageal echocardiogram. A pericardiocentesis was performed and the pt stabilized. The physician decided to continue the ablation procedure using the same devices. After the procedure, the pt was transferred to the ICU for observation. According to the physician, the catheter was not responsible for the tamponade.